Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise being oversensed. The oversensing resulted in pacing inhibition. It was subsequently found out that there was a separation at the terminal pin. This ra lead was surgically abandoned and capped and was replaced. No additional adverse patient effects were reported.